Event description:
It was reported the coil could not be detached and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4).